Event description:
A non-healthcare professional reported that fluid/gas exchange was not being released during vitrectomy surgery. The surgery was successfully completed on same day. There was no patient involvement with suspect product. This report pertains to the cassette involved in this reported event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.